Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient reports their blood glucose level had rose to 377 mg/dl while they had woken up. The patient reports upon activation of a pod they had received a communication error. In addition the patient reports they were unable to login to the poddercentral application as their password reset was not working on their phone and they had not set up their controller. Once at the hospital the patient was treated with insulin. The patient was discharged from the hospital after 1 day.